Manufacturer narrative:
The t:slim pump user guide instructs the user to remove any residual air from the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air bubbles were seen in the infusion set tubing and the patient line on multiple, intermittent occasions. Reportedly, the customer did not follow proper air removal technique and skipped a step while going through the process. The customer's blood glucose level was 350 mg/dl. Reportedly, the customer changed pump supplies to address issue.